Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, the outer sheath, tip, inner sheath, and remainder of the eluvia device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was partially deployed 8mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack were still in the manufactured position. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed that the stent was partially deployed.

Event description:
It was reported that the stent inadvertently deployed during preparation. This 6x80, 130 cm eluvia drug-eluting vascular stent system was selected for use in an endovascular therapy procedure. During preparation of the device, the stent came out slightly; therefore, the procedure was completed with a different device. There was no patient injury. The device was discarded and therefore not available for return.

Event description:
It was reported that the stent inadvertently deployed during preparation. This 6x80, 130 cm eluvia drug-eluting vascular stent system was selected for use in an endovascular therapy procedure. During preparation of the device, the stent came out slightly; therefore, the procedure was completed with a different device. There was no patient injury. The device was discarded and therefore not available for return.